Event description:
It was reported that the patient had difficulty charing the device with increasing duration of charges and achieving full charge. There was a good connection between the antenna and battery. The patient had to lie still without moving for 3-1/2 hours. At the end of this the patient had a sore back and the battery would run down very quickly - only able to use two days before it would need to be recharged again. According to the eval, the leads were in the correct location, impedances were wnl, and the patient generally used volts 5-6. The stimulator was replaced. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4).